Event description:
It was reported that the kit was missing the swab-sticks.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿missing components / accessories¿. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released warnings: the catheter should never be forced if resistance is felt. Trauma to the bladder (false passage) can be prevented by adequately lubricating the catheter and stretching the penis to straighten the urethra. Sterile: sterile unless package is opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Infant and pediatric cath kits information for use caution: read all instructions prior to use. Indications: bladder catheterization is performed when a sterile urine sample is needed and a clean catch specimen cannot be obtained." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the kit was missing the swab-sticks.